Event description:
It was reported a prismaflex m100 set was observed damaged. During hemodialysis therapy, an unspecified pressure alarm was triggered. Treatment was halted, and the interface of the venous connector of the device could not be tightened due to damage. An air leak was noted; however, no fluid or blood leak were observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The actual sample was not available; however, a photograph of the sample was provided for evaluation. During visual inspection, the cone of the effluent male luer lock (mll) was observed broken. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed; therefore, the cause of the condition could not be determined. However, the most probable cause of the leak is likely due to a broken mll cone. These components are provided to the manufacturing plant already assembled by our supplier. A nonconformance has been opened to address this issue. Within in the nonconformance an investigation was performed allowing to identify that this event is due to: the presence of liquid on the mll cone or in the female luer lock (fll) before connection (e.g., use of disinfectant or drop of priming solution, drop of dialysate solution) which lubricates the connection. An improper connection handling (using the body of mll fistula and/or fll components for tightening the connection instead of screwing the coupling nut). Mll design or a combination of these factors can lead to an overtightening of the luer connection which can lead to blocked connection and/or cracks which can cause subsequent leakages. Design change control of the mll ongoing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.